Event description:
Reporter stated that back to back tests performed on user's surestep meter were 148, 222 and 197 mg/dl. Control solution test result (132) was in range. Lfs rep discovered test strip holder is not cleaned according to manufacturer's product recommendations. No symptoms were reported. There was no allegattion of harm.